Event description:
The customer reported an inability to obtain etco2 readings during a pt event. There was no negative pt impact.

Manufacturer narrative:
(B)(4). The customer reported an inability to obtain etco2 readings during a pt event. There was no negative pt impact. The device was evaluated by philips fse. The symptom was confirmed. Philips is considering this a malfunction of the etco2 module. Replacement of the etco2 module resolved the symptom.